Manufacturer narrative:
Concomitant products: product ID 5076 implantable pacing lead implanted: (B)(6) 2011; t510c29 tissue valve (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient had endocarditis which required antibiotic treatment. The device and lead were explanted and laterr eplaced. No further patient complications have been reported as a result of this event.